Manufacturer narrative:
Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on 11/20/2015. (B)(4).

Event description:
A certified ophthalmic assistant (coa) reported that after an intraocular lens (iol) was implanted, there was an unexpected postoperative refractive outcome. The lens was exchanged one month after initial implantation for another lens of 1.5 diopters different power. In a follow up, the reporter indicated that the surgeon does not blame the iol for the event and the event resolved after the exchange procedure.